Event description:
Gamma target device is broken.

Manufacturer narrative:
Summary of evaluation: the returned device is an old design. Design changes were instituted to improve the durability of the device.